Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was not reported. The display returned after troubleshooting. However the same issues occurred after they received the replacement battery cap. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump passed displacement test, unexpected restart error test, operating currents, selftest and off no power. No blank display and no resetting during testing. Unit inspected and the battery tube connector plugged in properly. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, damage end cap sticker and missing address/serial number label.